Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the left side motor will grind and hesitate to move forward, chair will go in circle.